Event description:
Health professional reported lap-band port explant due to alleged infection of the port.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis noted the access port had non-penetrating nicks with striations described as surgical tool scratch-like. The port tubing was broken with missing material and striations consistent with surgical damage. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."